Manufacturer narrative:
(B)(4). A field service specialist visited the account and checked the laser after the event. Laser was within specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a slight vertical gas breakthrough in right eye and surgeon was unable to lift a portion of the flap. He was able to treat and complete left eye. Account reported it was possible that a piece of dust or something in the upper left quadrant of the flap which could have caused the issue. During follow up with the account they reported on (B)(6) 2017 that surgeon decided to convert the patient to photorefractive keratectomy at a later date.

Manufacturer narrative:
In the initial report the manufacturing date was inadvertently not included. The manufacturing site has reported that date as july 2009. Additional information: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.